Manufacturer narrative:
Describe event or problem.

Event description:
Correction: there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-513a-(B)(4): the glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and returned with the product; the metal cap exhibits moderate char and detritus adhesion on the metal surface; the glass cap exhibits mild devitrification at output window; the outer flow tubing of the fiber exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 229,057 joules while using the surgical fiber during a prostate procedure, the "fiber tip broke" / was damaged. Time expended: 23:55 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was patient injury reported.